Manufacturer narrative:
Initial report source : other. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the removal surgery with the screwdriver shaft and handle. Before the device delivery, the agency confirmed that the screwdriver shaft and handle were not connected properly and were disassembled easily. The surgery was completed with new set successfully without any surgical delay. The patient outcome was unknown. No further information is available. This complaint involves two (2) devices. This report is for (1) large handle with quick coupling. This is report 2 of 2 (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. According to the information received, the patient underwent the removal surgery with the screwdriver shaft and handle. Before the device delivery, the agency confirmed that the screwdriver shaft and handle were not connected properly and were disassembled easily. The agency judged them to be defect products and arranged the other product by a charter. Since the newly arranged products were connected without any problem, it was delivered and there was no problem with the operation. The surgery was completed successfully without any surgical delay. We went attention to the sales rep to comply with the prescribed reporting date. No further information is available. The product was returned to zuchwil customer quality for evaluation. Customer quality then conducted visual inspection and functional check of the returned device. During the visual inspection it was detected, that the device was found in a very used condition. No other visual damage could be observed. The function test at zuchwil customer quality was conducted with received screwdriver shaft. It was not possible to attach the screwdriver shaft to the handle. Hence, the complaint condition could be replicated. Furthermore, a function test with a demo device has shown that the demo device could be attached and detached as per design intended. No fault could be detected on the returned quick coupling handle. It should be noted that product failure is multifactorial. According to the functional check outcome, the screwdriver shaft could not be attached which does confirm the reported complaint condition. On the other hand a further investigation on the handle has shown that the handle is fully functional as per design intended. Therefore, it is certain that the screw driver shaft has lost its functionality due to the marks at the coupling end. No fault could be detected on the returned quick coupling handle. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot part: 311.431, lot: 9167720, manufacturing site: bettlach, release to warehouse date: 10.dec. 10, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.